Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient said they were calling to report a problem with their stimulator and to see if they should have it taken out because all they are doing is going to the bathroom on themselves and going too much. Reviewed device removal is a medical decision they should talk over with their doctor. They said since implant it has not improved their symptoms. They said their symptoms are worse instead of better. Today the patient reported the stimulator is hurting them on their spine and gives them a sharp pain in their tailbone, stating this has been going on for a long time. Offered to help them turn stim down or off until they could work with their doctor to resolve the symptoms. They said they forgot it and their sister had their equipment. The patient was redirected to their healthcare provider to further address the issue. They did not remember the name of their doctor but can call their primary care doctor on monday. 2021-dec-06 (B)(4): additional information was received from patient. Patient called back saying they want the device removed because they are peeing on themself and having too much pain. Patient wanted the name of the implant doctor that put the device in and the phone number. Implant doctor's information was provided to patient. Patient wants out of the pull-ups, and wants back irregular underwear. Patient further reported that their sister told them that both the handset and communicator won't recharge and should get them replaced. Patient doesn't want them replaced and just wants the system removed. Patient didn't have the equipment with them as they forgot them at the sister's. Patient's sister tried to recharge the external equipment and it wouldn't recharge. Patient doesn't know when their sister noticed the equipment wouldn't recharge. More information was received on (B)(6) 2021 with patient reporting their device is not helping their symptoms and considering a device removal. Patient reported today they had wanted out of pullups. They have been peeing on them self and they did not like that so they are hoping to get back in regular underwear. Patient said they have been using their settings and it would help then their symptoms would come back again.